Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the returned device evaluation. One 6f angio-seal evolution carrier tube assembly was received for evaluation. A blood-like substance was seen on the returned components. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position. The hemostasis sheath/carrier tube assembly was bent in a "u" shaped curve. The compaction marker was fully exposed; its proximal end was located approximately 0.9" from the carrier tube distal end. The length of the suture deployed is 8.5". The compaction tube extended 3.5" from distal end of the carrier tube. The carrier tube extended 0.6" from distal end of sheath. The overall device condition was consistent with deployment. The handle halves were separated and the gearbox assembly was visually inspected. More than one full turn of suture remained on the spool. The gears were rotated in both directions with corresponding rack/compaction tube movement. The suture was grasped and pulled distally: the suture unwound with corresponding rack advancement until the rack reached the stop. The suture release button was depressed and additional suture extracted: the suture unwound freely. The suture was then pulled further (button released): the suture unwound with corresponding clutch movement. No functional anomalies were noted. The device was visually, dimensionally and functionally checked and no anomalies were found. The device was returned in a state consistent with deployment and upon separation of handle halves no inconsistencies were found. The complaint for failure mode of withdrawal difficulty could not be confirmed. There is no evidence that this event was related to a device defect or malfunction. The reported complaint could not be confirmed. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot number combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Currently under investigation.

Event description:
The user facility reported withdrawal difficulty using the angioseal evolution. The following information was provided by the user facility: the angio-seal was very hard to pull during use. The user facility reported additional information on 04/04/2017: the issue happened during pullback of the device (after anchor was already set). The suture was mobile, but unwinding slowly and hard to pull out of the patient. Hemostasis was achieved. They had successful closure.